Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the PICC catheter was inserted on (B)(6) 2025, when flushing the catheter, a hole was noticed in the external extension of the catheter, and the solution was leaking. The catheter was removed and a new one inserted into the patient. It was noted that there was an extensive blood clot. I asked about forced flushing or the use of a smaller caliber syringe; the nurses were unaware of this and there was no record of it. There was no additional medical/surgical intervention needed and no exposure to blood or chemotherapy to mucous membranes. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter is confirmed; however, the exact cause is unknown. One video of a powerpicc was returned for evaluation. An initial visual observation of the video showed that as the catheter was flushed, a clear liquid sprayed out from the catheter extension leg tubing. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.